Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The reported difficult to position and the reported twisted material (bunched up coating) was unable to be confirmed; however, there was foreign material found on the returned guide wire during device analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Review of the complaint history identified no other incidents from this lot. As there was no foreign material/damage reported on the guide wire during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure. It is likely that during the procedure, the foreign material was introduced onto the guide wire from a clean wipe; thus as the non-abbott balloon dilatation catheter (bdc) was advanced on the guide wire, the foreign material resulted in the difficulty with advancement of the bdc. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the balance middle weight (bmw) guide wire was advanced to the left anterior descending coronary artery without incident. A non-abbott balloon dilatation catheter (bdc) was advanced on the bmw guide wire, but was unable to advance past a certain point in the guide catheter. The bdc was able to be removed from the bmw guide wire, followed by removal of the guide wire from the anatomy. After removal, there was something noted on the guide wire, like a bunching of some sort. It is suspected to be bunched up coating on the guide wire. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.